Event description:
It was reported, the water container cleaning cap may have been reprocessed without attaching the cap to the mounting ring during the reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of reprocessing error was user reprocessing not performed according to the instruction manual. Olympus will continue to monitor field performance for this device.